Event description:
It was reported an over infusion of heparin. Between (B)(6) 2024 at approximately 2300 to (B)(6) 20240400 there was an alleged over infusion of heparin. The intended volume to be infused (vbti) was 10ml/hr with a total bag concentration of 100ml. There was patient involvement but no harm. No further details have been provided by the customer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion of heparin was not confirmed through a review of the device logs. Inspection and testing of the devices could not be performed as they were not provided for investigation. The concomitant pcu event log showed that on (B)(6) 2024 at 8:46 pm, the user programmed and started a guardrails infusion on the suspect pump module sn (B)(6) , with rate: 10ml/hr, volume to be infused (vtbi): 200ml, concentration: 25000units/250ml (suspected to be heparin based on the concentration). The primary volume infused (pvi) was recorded as 59.379ml. On (B)(6) 2024 at 3:44 am, the suspect pump module sn (B)(6) was channeled off. The pvi was recorded as 128.879ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pcu event log could not determine why the infusion that was programmed to infuse for approximately 20 hours was terminated early after only infusing for approximately 7 hours. The bd alaris user manual v9.33 (dir (B)(4).has information for the user regarding programming. The user should confirm correct programming prior to starting the infusion. ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of a heparin over infusion was not able to be identified. A review of the device logs did not identify an infusion with a volume to be infused (vtbi) of 100ml during the reported time of the event. The suspected heparin infusion vtbi was set at 200ml; however, it did not infuse to completion.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of heparin. Between (B)(6) 2024 at approximately 2300 to (B)(6) 2024 0400 there was an alleged over infusion of heparin. The intended volume to be infused (vbti) was 10ml/hr with a total bag concentration of 100ml. There was patient involvement but no harm. No further details have been provided by the customer.

Event description:
It was reported an over infusion of heparin. Between (B)(6) 2024 at approximately 2300 to (B)(6) 2024 0400 there was an alleged over infusion of heparin. The intended volume to be infused (vbti) was 10ml/hr with a total bag concentration of 100ml. There was patient involvement but no harm. No further details have been provided by the customer.

Manufacturer narrative:
Omit: b15 - analysis of information provided by user/third party, b17 - device not returned. Correction: investigation summary: the report of the device over-infusing heparin was not confirmed through a review of the device logs and was not replicated during laboratory testing. Results from a timed rate accuracy and unregulated flow testing demonstrated the device to be delivering fluid within specification. No issues of the device presenting an unregulated flow condition were observed. Testing could not be performed on the administration set as it was not returned for investigation. A review of the suspect pump module error logs showed no malfunctions on the reported date. The pcu event log showed that on (B)(6) 2024 at 9:29 am, the system was powered on. At 8:46 pm the suspect pump module alarmed flow stop open for three (3) seconds, at 8:46:56 pm the suspect pump module was selected for programing: guardrails drugs; heparin ; drug amount=25000 unit/h; rate=10 ml/h; volume to be infused (vtbi)=200 ml. At 3:44 am the user channeled off the unit. Pvi was recorded as 128.879ml. Total pvi calculated by dchu was: pvi at end of infusion - pvi at start of infusion=128.879ml- 59.379ml=69.5 ml. Internal and external inspection of the suspect pump module found no irregularities. Alaris system user manual (v9.33), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n: (B)(6) work order (wo): 01819279. Please replace the mechanism assembly as it was disassembled during the investigation. This may be charged to dchu. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of the device over-infusing heparin was not identified during the investigation. Review of the device logs and laboratory testing performed demonstrated the device was operating as intended, and no fault was found. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex b code.